Event description:
It was reported the system was removed for infection. Additional information later reported the date of the last refill was (B)(6) 2014. The pump managing hcp filled the patient¿s pump as usual under complete sterility. The patient had a major lumbar reconstructive surgery in (B)(6) 2014. The patient then went to the implanting hcp for a new pump replacement. The pump was used to deliver pf fentanyl. Additional information later reported the onset date of the infection was (B)(6) 201. Perioperative antibiotics were administered. The patient experienced redness and increased wbc count. The primary location of the infection was noted as device pocket. A culture was obtained and the type of organism cultured was staphylococcus. Interventions include IV antibiotics and partial device system explant. The risk factors the patient had before implant was debilitated status. The patient outcome was indicated as infection resolved.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0056580r, implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, miscellaneous testing, catheter incomplete/returned in segments.